Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted on (B)(6) 2011, (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post patient¿s generator change-out procedure that the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) system was explanted and replaced two days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.